Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately calcified and moderately tortuous peripheral artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 5 atmospheres for 4 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patients complications were reported and the patient was in good condition.